Event description:
As reported by the user facility. Machine reported to have low conductivity but did not alarm. Pt experienced discomfort and was taken to ER for examination. Pt recovered and released.

Manufacturer narrative:
The trend file was analyzed by b. Braun rtd and avitum and revealed that the conductivity setting was changed on the machine from 14.8 ms to 12.0 ms 50 seconds after the therapy was initiated. There was no alarm since 12 ms is then an acceptable setting. Changing the conductivity parameter during therapy can only be initiated by opening conductivity parameter upon which soft touch buttons appear on the screen to identify the change required. When the change is made a box appears on the screen asking the user to verify the change by pushing the hard key "enter" on the keyboard. Only then is the parameter changed. The customer checked the conductivity with an external meter after pt experienced discomfort. A b. Braun tech inspected the machine on site and verified proper operation. He also verified that the machine conductivity values were in tolerance with values displayed on external meter.